Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the arm. The patient was asymptomatic. The estimated glucose value (egv) was low and the bg was 72 mg/dl. The patient self treated with sugar pill and regular coke while at home. An unspecified time later, the patient felt nauseated afterwards and went to visit the hospital with her daughter at around 4:30am. The egv was low and the bg by the nurse was checked but the value was not provided. She was given an unremembered intravenous (IV) fluid and injectable by the nurse. After treatment, the bg was 138 mg/dl and the egv was unremembered. The patient was feeling good by the time she left the hospital and came home at around 9:00am. There was no documentation of further medical evaluation or intervention for symptoms of hyperglycemia. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.